Event description:
It was reported that a 2.0 x 15 mm mini trek was advanced to the lesion. The balloon ruptured immediately as it was being inflated. There was no resistance removing the catheter. A second trek was successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Scanning electron microscopy (sem) analysis was performed. The results noted the balloon failure mode may be attributed to mechanical damage to the outer surface. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.